Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it if either the meter is returned, lifescan will evaluate it and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the pt on (B)(6) 2004 and obtained the following info: he mentioned that lst year he was in the hospital 8x because his diabetes was out of control. He was in the hospital for erratic readings. Pt did not want to talk further about last year's incident. A couple of weeks ago, he mentioned he had taken too much insulin; and ended up having an insulin reaction an hour later. He tested and received a 21 mg/dl and drank two-liter (B)(6) to elevate his sugar. A couple months ago he was in the hospital because of erratic readings. He experienced headache blurred vision, rapid heart-beat and headache, and body ache. He did not recall the reading he obtained on his lfs meter. He went to the hospital and a meter to lab comparison was done. He reported blood glucose results of 540 mg/dl with a lifescan meter and 389 mg/dl on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The md treated the pt with insulin. The pt denied that the test strips he was using were expired. He did not have control solution to check the test strips. Pt did not provided detailed info about his diabetes regimen. Medical affairs sent the pt a backup meter, since he tests 4x a day.